Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2007, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 14-may-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal lioresal via an implanted pump for intractable spasticity. It was reported that the patient admitted themselves to the emergency room (ER) because they could see the catheter through a small hole in the patient's back. There was no current infection signs or symptoms. It was reported that the hcp planned on replacing the catheter and tunneling to the opposite side. They would clean out the wounds as deemed appropriate. The issue was not resolved at the time of the report. Catheter replacement was scheduled for on (B)(6) 2024.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of seeing the catheter through a small hole in the patient's back was not exactly determined. The surgeon believed that the catheter was too superficial and continuous pressure and rubbing from the patient's wheelchair created a wound that opened, exposing the catheter. The event did resolve after the catheter replacement and it was reported that the catheter was disposed of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.